Event description:
It was reported that revision surgery was performed due to infection. Femoral component and insert were replaced.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was communicated that the revision was performed due to infection. No further information or clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed and the root cause of the infection remains unknown. The patient impact beyond the revision procedure, likely antibiotic therapy and the expected post-op convalescence cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.